Manufacturer narrative:
Philips service replaced the back panels of the main cabinet and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image processing failure due to defective back panels in main cabinet on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.